Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt had a history of multiple tears in the percutaneous lead. The pt experienced multiple red heart alarms after connecting to the power module. Pump stoppages were confirmed.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.